Manufacturer narrative:
Distributor performed evaluation and any necessary repair.

Event description:
It was reported by the distributor that the scale could not be calibrated, potentially resulting in an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.